Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump would not load the insulin correctly and also have the multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the he don't want to troubleshoot. The insulin pump will not be returned for analysis.